Event description:
It was reported that the battery was depleting quickly and the battery gauge was fluctuating. The customer¿s blood glucose was 238 (mg/dl). Reportedly the customer continued to use the pump for insulin therapy.